Event description:
While wearing the external equipment, the patient reportedly experienced no sound perception, followed by a lock of lock. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device will be scheduled.